Event description:
It was reported that the ilet displayed ¿connect cgm or enter bg. Dosing stops in 4 hours and 7 minutes¿ after a dexcom g6 sensor and transmitter change, and review determined the new g6 transmitter serial number had not been entered into the ilet, preventing cgm readings and automated dosing. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included user education and guided troubleshooting to enter the correct g6 transmitter serial number and allow the system to reestablish cgm readings. Investigation of this case revealed an unpaired cgm transmitter resulting in cgm not paired, signal unavailable, and temporary transmitter communication interruption, consistent with incorrect or incomplete pairing. It was concluded, based on previously established findings for similar reports, that user setup error related to cgm pairing caused the event.

Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.